Manufacturer narrative:
A customer contacted a siemens customer care center (ccc). Siemens reviewed the files that were provided by the customer and determined there was no indication of a system nor a reagent malfunction. The system was performing according to specifications and flagged the initial results. Upon further investigation, siemens confirmed that the customer reported the initial flagged result without performing confirmatory testing when the advia 120 hematology system with autosampler produced sample system flags on the patient result. The customer did not follow the advia 120 operators guide which states "through the use of complex flagging algorithms, laboratory personnel are alerted to suspected abnormal sample and/or system conditions. Sample/system flags appear on the run screen and the review / edit tab. Whenever such flags are triggered, the user should review the results and take the action recommended". Siemens fse changed the print setting to notify the operator when a (sample system) ss message comes out and the customer was advised to consult the instructions for use. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
A customer reported that the advia120 hematology system with autosampler generated a "perox sample system" flag on a complete blood count (cbc) result for a patient sample. The customer reported that a discordant, falsely elevated monocyte (mono) result was obtained on the patient sample. The discordant, falsely elevated mono result was reported to the physician(s). The physician confirmed the initial result with the laboratory technician and a bone marrow procedure was performed on the patient. A different sample from the same patient was run on an alternate advia 2120i hematology system, and differential results of the cbc recovered within reference ranges. There no known reports of adverse health consequences due to the customer reporting a flagged result.